Event description:
The patient was undergoing treatment for extreme exposure keratitis from droopy eyelids utilizing prokera slim (pks). The physician was a new user of the product and reported that their patient came back 2.5 weeks after prokera removal presenting with red, swollen lids on both sides that were painful. The symptoms began after removal of the prokera and became progressively worse for 2 weeks.

Manufacturer narrative:
This medical device report is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received (B)(6) 2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection ((B)(6) 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between (B)(6) 2024 and (B)(6) 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection (B)(6) 2026.